Manufacturer narrative:
Patient weight, ethnicity and race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.7mm vicmo13.7 implantable collamer lens, -09.50 diopter, tore during loading and there was no patient contact. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: d9: return date: 23/mar/23. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the optic and haptic torn and residue/debris throughout the lens. Claim# (B)(4).